Manufacturer narrative:
H3, h6: manufacturer's preliminary results and conclusion: a siemens customer service engineer (cse) identified the system had incorrect room configuration settings. The cse corrected the room parameters which solved the issue at the customer site. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue associated with the luminos agile max system. It was stated that the system table collided with the ceiling and caused damage to it. No injury was communicated to siemens due to the event. In a worst-case scenario, a patient or other persons could sustain serious injury from the falling parts if the issue were to recur.